Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a nurse via a sales representative, who contacted the company to report an adverse event, concerned a (B)(6) male patient of unknown ethnicity. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injection (humulin m3) via reusable pen (humapen luxura hd) 30 units each day. Route of administration, indication for use and start date were not provided. On an unknown date, he experienced diabetic ketoacidosis (dka) and his blood glucose was 105 (no units); therefore, he was admitted at the hospital. The events of blood glucose abnormal and diabetic ketoacidosis were considered serious due to life-threatening criteria. Ward diabetes specialist nurse identified cracked cartridge (pc: (B)(4), lot number: unknown) and believed was an issue with plunger. Also, could smell insulin on inspection. In addition, he thought that something was wrong with his pen (pc: (B)(4), lot number: unknown) but did nothing about it. On an unknown date, he was discharge from hospital and as a corrective treatment he was prescribed with kwikpen (unknown type) and his insulin administration was supported by district nurse. Further details including hospitalization admission or discharge dates, as well as any relevant laboratory tests were not provided. Information regarding other corrective treatments, outcome of the events and human insulin isophane suspension 70%/ human insulin 30% therapy status was not provided. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The action taken and the return status of the suspect device were not known. The reporting nurse assessed the events were related to human insulin isophane suspension 70%/ human insulin 30%. Edit 11apr2017. Case was opened to enter the medwatch and the to enter the european/canadian device fields for device mailing. Update 12apr2017: upon review the case was opened to update the european and canadian required device reporting elements.

Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements in describe event or problem. No further follow up is planned. Evaluation summary: a nurse reported on behalf of a male patient that his humapen luxura hd device had a cracked cartridge and an issue with the plunger. The patient experienced abnormal blood glucose levels and diabetic ketoacidosis. The investigation of the returned device (batch 1603g05, manufactured march 2016) found glass particles on the injection screw and inside the front housing of the pen. The glass particles caused mechanical difficulties of the pen, inhibiting proper movement of the injection screw, and rendering the device unusable. The root cause of the complaint is glass particle contamination while in the field. Malfunction confirmed. The user manual states that the injection button may become harder to push if the inside of the pen gets dirty with insulin, food, drink or other materials. Following the care and storage instructions should help prevent this. There is evidence of improper use or storage. The device was contaminated with glass particles while in the field (not related to the manufacturing process). This may be relevant to the events of abnormal blood glucose levels and diabetic ketoacidosis.

Event description:
(B)(4). This spontaneous case, reported by a nurse via a sales representative, who contacted the company to report an adverse event, with additional information from the initial reporter via letter, concerned a (B)(6) male patient of unknown ethnicity. Medical history and concomitant medications were not reported. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injection (humulin m3) via reusable pen (humapen luxura hd) 30 units twice daily subcutaneously for the treatment of type 2 diabetes mellitus. The start date was not provided. On an unknown date, he experienced diabetic ketoacidosis (dka) and his blood glucose was 105 (no units); therefore, he was admitted to the hospital. The events of blood glucose abnormal and diabetic ketoacidosis were considered serious due to life-threatening criteria. Ward diabetes specialist nurse identified cracked cartridge ((B)(4), lot number: c589408) and believed was an issue with a plunger ((B)(4), lot number: 1603g05). Also, could smell insulin on inspection. In addition, he thought that something was wrong with his pen but did nothing about it. During hospitalization, he was treated by diabetes ketoacidosis protocol (no additional information provided). On an unknown date, he was discharged from the hospital and as a corrective treatment he was prescribed with kwikpen (unknown type) and his insulin administration was supported by a district nurse. Further details including hospitalization admission or discharge dates, as well as any relevant laboratory tests were not provided. Information regarding other corrective treatments, the outcome of the events was recovered. Human insulin isophane suspension 70%/ human insulin 30% therapy was continued. The user of the device and his/ her training status was not provided. The device model duration of use and the suspect device duration of use were not reported. The device was returned to the manufacturer on 28apr2017. The reporting nurse assessed the events were related to human insulin isophane suspension 70%/ human insulin 30%. Edit 11-apr-2017. The case was opened to enter the medwatch and the to enter the european/canadian device fields for device mailing. Update 12-apr-2017: upon review, the case was opened to update the european and canadian required device reporting elements. Update 02-may-2017: additional information received on 02-may-2017 from global product complaint database. Changed the lot number from unknown to c589408 for (B)(4) relating to the human insulin isophane suspension 70%/human regular insulin 30% and changed the lot number from unknown to 1603g05 for (B)(4) relating to the humapen luxura hd. Corresponding fields and narrative updated accordingly. Update 15-may-2017: additional information received from the initial reporter on 10-may-2017 via letter. Added: patient demographics, indication for use, dosage regimen, route of administration, the outcome of the events of diabetic ketoacidosis and blood glucose abnormal was change to recovered. No new adverse event was received. The narrative was updated with new information. Update 09jun2017: additional information received on 07jun2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, malfunction from unknown to yes/ not cirm, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.